Event description:
The customer stated there is a blood glucose result of 205mg/dl in the memory of her glucose device that can't be accounted for. She stated no one else uses this device and she writes down her results and this is not hers. A request was made for the return of the suspect device and replacement product was sent.